Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00614. It was reported the patient's lead and extension contacts had high impedances following a fall. Additionally the patient was unable to receive stimulation. The patient's system was explanted in (B)(6) 2016 and replaced with a competitor¿s device. Sjm was not made aware of the procedure at the time.